Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b21, c21: further information will be requested from the hospital and the device return will be arranged to gore. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was meant to be implanted for a 74-year-old male patient for the treatment of an unknown etiology. During the procedure, the 8x100mm viabahn stent was positioned in the target vessel and the deployment was initiated. The deployment line broke after 15 mm had been released. This would not retract into the sheath. Vascular surgery was called for support to remove the viabahn stent from the patient. Purse-string suture around introducer sheath (unknown manufacturer). A mosquito forcep was advanced to the visible, undeployed stent, at the sheath hub and the viabahn stent was gradually withdrawn into the sheath with a bit of additional force. Angiogram confirmed still patent. The hospital made the decision to defer the implantation of a stent and review again after a short interval doppler. At the end of the procedure the introducer sheath was removed and manual haemostasis was performed.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b21, c21: further information is still being requested from the hospital and the device return needs still to be arranged to gore.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b18, c19, d15: the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.